Manufacturer narrative:
Analysis of the lead model 3877-45 lot# 0203141717 found broken conductors at the distal end. The proximal end of the lead was ok and there were setscrew marks in the correct location. The #0 and #1 conductors were broken in the electrode area 1.9 cm from the distal end. The #2 conductor was broken in the electrode area 2.8 cm from the distal end. The #3 conductor was broken in the electrode area 3.7 cm from the distal end. The outer insulation and the lead stylet coil were ok. The distal end of the lead was stretched. There were open circuits. There were no shorts between circuits.

Event description:
It was reported that the patient experienced localization of stimulation to the lower back. X-ray confirmed that the lead had moved out of the epidural space and was coiled under the skin in the back. The lead was replaced and repositioned in the epidural space and stimulation resumed in the legs. The patient was reported to have recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3877-45, serial # (B)(4), implanted: (B)(6) 2010 explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.